Manufacturer narrative:
E1 facility: (B)(6). E1 address:(B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The camera cable is broken, which may have caused the internal ccd to fail. Therefore, it is assumed that normal communication was not possible, and this led to the event that the images you indicated did not come out. A DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had no image. The issue occurred during preparation prior to sedation, and the therapeutic (laparoscopy) was completed with a similar device. There were no reports of patient harm.